Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found the door was able to latch, but the force required was above expected levels, and if not applied, the device would alarm door not fully latched. The door hooks were replaced.